Manufacturer narrative:
Correction: this event was unintendedly reported. Additional investigation identified the charger model associated with this complaint was not a high energy charger (model 3721) as initially reported. As the issue was resolved with a replacement charger and did not require invasive medical/surgical intervention, this event was determined to be not reportable.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-01125.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01125. Additional information received identified the issue resolved with a new replacement charging system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01125. It was reported the patient ((B)(6)) experienced heating sensation at the ipg site while charging. A replacement charging system was sent to the patient for troubleshooting.